Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the high voltage cable. The system functions as intended.

Event description:
It was reported that the 9800 system had problems with the high voltage cable. No patient injury was reported.